Event description:
New information states that programming changes were made and the issue was resolved. No patient complaints were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with pacemaker in backup vvi mode. The patient underwent ultrasound with electrical stimuli during a chiropractor visit. Backup was noted a couple weeks after the ultrasound. No further information was reported.